Event description:
Customer states that the pump stops during an ongoing infusion due to error 35 (motor period check). Device history records were reviewed. No event linked with the reported issue was observed. The device history log could not be reviewed, log not available. The reported device was not sent back to brézins for investigation. Error 35 is a known problem (motor period error), it occurs in a particular configuration where the flow rate is slightly changed during infusion at an already very low flowrate; it can be triggered randomly. Upon investigation of previous cases about error 35, it was confirmed that this issue is due to a software dysfunction. A pr has already been created and implemented to perform further analysis. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.